Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was sitting on the couch and received one inappropriate shock due to oversensing of noise. The field representative was on the way to the clinic to check the device. Technical services discussed possible sources and the representative will troubleshoot. At this time, the system remains ni service. No adverse patient effects were reported.